Event description:
Additional information was received from the patient. Patient reported that the circumstances that led to the zapping/implanted components pushing together were when the patient had the battery replaced. No steps had been taken to resolve the issue. The patient has no one to take them because the implant is in their arm and there is no way to resolve it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was initially off because sometimes when the pt sleeps, the stimulation "goes off" on the pt. Pt explained that they meant they feel a "zap" from the stimulation. Pt reported that this is due to the ins being implanted in their chest, and the leads being implant in their arms. Pt stated that if their arm goes towards their chest (where the ins is located), they will feel that "zap" because the implanted components are "pushing together". Pt stated that this is "really irritating". Patient services (pss) asked a date for when this issue first started. Pt stated it has been this way "forever". Pt stated that it has been this way since day one. Pss did not further clarify sr information due to the nature of the caller (and is therefore putting the event date as asked, unknown). Pt confirmed that they were able to turn the ins back on, during the call w/ pss. Pt will follow-up w/ the hcp. When asked for the managing hcp, pt stated that there is no doctor that manages care of the scs. Pt stated they go to a pain program in bangor, me.